Event description:
Pt in for tunnel catheter removal. During the fluoroscopic procedure the catheter tip was noted to be rounded. Upon removal it was noted that the catheter tip was missing. Fluoroscopic search found the tip to be in the ascending branch of the right pulmonary artery.